Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a 11/001/133 (less than 4.5 volts measured on 5v line) service alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center, corrosion from leakage from the disposable batteries was noted on the middle printed circuit board and metal case.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel